Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported right side deflation and exchange of device. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed, additional observations: crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation and exchange of device. Device has been explanted.